Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint, but failure analysis is not completed. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the nurse reported that the erbe generator was not working for bipolar and monopolar energy but was not giving any error code. A red question mark was visible on the erbe generator's screen. Prior to the calling, the customer had tried a different instrument and multiple cautery cables and ground pads. When activated by the surgeon, no action happened on the generator. The technical support engineer (tse) checked the logs via artemis, but no generator entries were present. The tse asked the customer to check the log history on the erbe generator but there were no recent entries. The tse asked the customer to power cycle the erbe generator and try to activate energy again but again there was no effect and no error message. The customer is using external generator to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported customer complaint was confirmed and reproduced. The iesu was placed on an in-house system and run in normal mode. Monopolar sockets 3 and 4 on the iesu could not detect instruments. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.